Event description:
It was reported that there were more than 700 mode switch episodes under a minute in length, possibly due to the atrial lead experiencing far-field r-wave sensing. The ventricular sensitivity was decreased, and the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.